Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm. A call service 088 alarm was emitted during the prime step. Testing was unable to be completed. Unrelated to the original complaint, the battery compartment was cracked from the top to the cover. A leak test was performed and failed due to the battery compartment leak. Moisture was found inside the pump in the battery compartment, on the transceiver board, on the infrared board, on the motor flex connector, and on the display board.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016 ¿ correction to serial #.